Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had occasional abnormal image with image blackout and there is liquid leaked in. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the result of investigation a definitive root cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.